Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic after a remote transmission alert was received for non-sustained ventricular oversensing. Patient was asymptomatic. No intervention was performed.